Manufacturer narrative:
A sample was returned for evaluation. The defect of improper assembly; as stated in the subject of the pir was confirmed of the reported lot # 5057899. It is uncertain whether the defect of improper assembly was caused by user or manufacturer, as the returned units were received in opened packaging.

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had its luer adapter come off before package opening. No injury or medical intervention reported.